Event description:
A product liability claim was raised out of the use of a durom acetabular component. It was reported that the pt rec'd a durom acetabular component 52/46 code l on the left side on (B)(6) 2009 and underwent revision surgery on (B)(6) 2013 due to pain, metallosis and pseudotumor.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. The lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. A tissue reaction like a pseudo tumor can be a post-operative risk for metal on metal (mom) implants in general as also stated in zimmer's instruction for use (B)(4). Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. Should add'l info including the final investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Updates: describe event or problem, event problem codes, date received by MFR, type of reports, if follow-up, what?, additional MFR narrative. The manufacturer did not receive devices or x-rays for review. DHR review: the quality records indicate that these components met all requirements to perform as intended. Trend analysis: trend has been identified and CAPA was initiated and performed. Review of event description: patient underwent revision due to pain, elevated metal ions, metallosis and pseudotumor. Surgical report: review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
A product liability claim was raised out of the use of a durom acetabular component. It was reported that the patient received a durom acetabular component 52/46 code l on the left side on (B)(6) 2009 and underwent revision surgery on (B)(6) 2013 due to pain, metallosis, pseudotumor and elevated metal ions.